Event description:
This is a report of a colleague infusion pump with a damaged battery. It is unknown when the reported condition occurred. It is unknown if there was patient involvement, injury, or medical intervention. This device utilizes user interface module master software version 5.09.90 categorized as remediated. No additional information is available for evaluation.

Manufacturer narrative:
The device was evaluated on-site at the customer facility. The condition of damaged battery was confirmed due to damaged batteries. The main batteries and harness was replaced to correct the reported condition. Should additional information become available for evaluation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Additional information: the assignable cause for the reported problem was determined to be damaged batteries resulting from user error.